Event description:
It was reported that during a clinical trial of the ventilator at the neonatal intensive care unit (nicu), the co2 and the baby's work of breath (wob) increased. The patient was transferred to another ventilator without harm. The clinical trial was stopped. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).no ventilator serial number provided. Therefore, the manufacturing date is not available.